Event description:
It was reported that at device change out procedure, the atrial lead exhibited noise over sensing which had led to inappropriate mode switch. The atrial sensitivity was decreased. The patient had no consequences.